Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus did not work. The stylus was calibrated with the standard procedure. It was indicated that the programmer had damaged external components. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not work. The stylus was replaced but the issue was not resolved. The programmer was returned for service. There was no patient involvement.